Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd896290 and gd896589 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On that same day, the pt was hospitalized for peritonitis and began treatment with vancomycin (1 gram for 5-7 days) intraperitoneal for peritonitis. The cause of the peritonitis event was unknown. Four days after admission, the pt was discharged from the hospital. At the time of this report, the pt was recovering from the event and pd therapy was ongoing. Additional information was requested but was not available. This is report 1 of 2 involved in this peritonitis event

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).